Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose was 53 mg/dl. Customer treated low blood glucose with food. No further patient complications were reported. Troubleshooting was performed, the customer will continue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.